Event description:
It was reported that after use a bd max¿ enteric parasite panel had a false positive result. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: giardia lamblia was false positive.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated: site legal: becton, dickinson & co. - sparks, md / 21152. B.5: it was reported that while using the bd max¿ system, bd max¿ instrument a false positive result was obtained. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: giardia lamblia was false positive. D.1 medical device brand name: bd max¿ system, bd max¿ instrument. D.2 medical device type: ooi. D.3 common device name: instrumentation for clinical multiplex test systems. D.4 medical device manufacturer: becton, dickinson & co. (Sparks). D.4 medical device catalog #: 441916. D.4. Medical device serial#: (B)(6). D.4. Medical device expiration date: na. D.4 unique identifier: (B)(4). G.8 510k number: k130470. H.4. Device manufacture date: 05/23/2017.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument a false positive result was obtained. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: giardia lamblia was false positive.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had a "false positive". Fse was dispatched and preventive maintenance was performed on the instrument. Instrument is performing within bd specifications post pm. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed through other means. Device was installed on 12jun2018. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Sample review by quality included run database and log files for investigation, which revealed that the instrument requires a pressure adjustment and reader renormalization. Complaint is confirmed by quality. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, line hw27 and sw54. H3 other text : see h.10.

Event description:
It was reported that after use a bd max¿ enteric parasite panel had a false positive result. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: giardia lamblia was false positive.